Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer reported the stimulator was not working. The patient tried to turn the stimulator on and also changed the patient programmer batteries and everything, but it was still not working. Now, the stimulator was just not working and he could not get any coupling bars. The patient mentioned he was very lucky he had not had much pain and had it set at a low level. The patient confirmed he last recharged 2 or 3 months ago and the last time the patient felt stimulation was about a month prior to the report. The patient stopped feeling stimulation in his back. It was confirmed the patient programmer showed the recharge the implantable neurostimulator (ins) screen. The connector pin was not bent, broken, or loose. It was confirmed that they could see wires coming out of the connector pin location of the desktop charger. There was a frayed cord. They could not get the screen with the coupling bars. Later, it was reported the patient did not feel stimulation when he last called and could only get p3, but not p1 or p2. The previous patient services agent got it to work as fat as having the patient to come up, but he could only get p3 and he had to increase to 3.80 or 3.90 volts before he could feel any stimulation. Usually, the patient felt stimulation a little over 1 volts. The patient tried using the patient programmer again and could only get p3. Since (B)(6) 2015, the patient could not get p1 or p2 to appear and the patient knew how to use the patient programmer. The patient was going to follow-up with the healthcare provider (hcp) who requested him to meet with a manufacturer's representative first. Relevant medical history included failed back surgery syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.